Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the black power lead pins and the reported event of the system controller not communicating with the system monitor could not be confirmed as no photographs of the damage or connection issue were submitted for review and the system controller (serial number: (B)(6)) was not returned for analysis. The reported atypical alarms were confirmed via the submitted log files. The submitted controller event log file contained events from (B)(6) 2000, per timestamp. Throughout the reviewed relevant duration, data was captured with the default timestamp (B)(6) 2001 and a controller clock corrupt alarm active. While connected to batteries from the beginning of the file, it was observed that low power hazard alarms progressed to a no external power alarm, indicating battery depletion. The observed controller clock corrupt alarm was consistent with reset of the system during the loss of battery power. The backup battery supported the system as intended during the loss of battery power. The no external power alarm resolved following the connection of the system to mobile power unit (mpu) power source on (B)(6) 2000, but the controller clock corrupt alarms remained active for the remainder of the file as the timestamp was not reset. The next few events after the reconnection of the system to the mpu showed atypical power cable disconnect and low power hazard alarms, which progressed to a no external power alarm within a minute of activation. These alarms were activated due to the relative state of charge voltage within either power cable fluctuating below the alarm thresholds, and resolved within 6 minutes, when power was restored to the system. Subsequently, atypical intermittent power cable disconnect and low power hazard alarms were captured on (B)(6) 2000, while still connected to the mpu. All atypical no external power alarms will be addressed under mpu investigation. The driveline was disconnected towards the end of the file, consistent with the reported controller exchange. No other notable events or alarms were observed. The root cause for the reported events could not be conclusively determined through this investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Heartmate 3 IFU section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Section 3 of the IFU, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, and section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage, power cable disconnect, and no external power alarms. Section 8 of the IFU entitled ¿caring for the equipment¿ and section 6 entitled of the patient handbook entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Section 10 of the patient handbook, ¿safety checklists,¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with a stroke with very little-known information on what occurred prior to arrival. The patient's system controller was exchanged due to visible broken pins on the black power lead, and no external power alarms when connected only to the white lead, and the site was unable to change power or connect to the system monitor. There were no issues with the system controller since the exchange. The patient's log files from the new system controller were submitted for review. The log files did not contain much usable data due to few events logged in. The last line of data in the file showed the pump running at set speeds of 5000 rpms and flows of 3 lpm. The patient was urgently brought to the hospital by emergency medical services (ems) after the patient was found down during a wellness check requested by family. The patient was then transferred to a different hospital, where it was found the patient had a left middle cerebral artery (mca) stroke, and computerized tomography (CT) found inflow and outflow thrombus with 50% narrowing. During interrogation at the hospital, a clock reset was noted which indicated that the system controller shut down completely at some point for an unknown duration. There were power related alarms after restart, though it was unclear if ems or osh damaged the pins on the controller or if it was present and occurring for the patient. The log files captured the controller exchange on 22nov2025. It was noted that from at 10:47:17 on 22nov2025 through 7:29:54 on 24nov2025, the pump was functioning as intended with no notable alarm conditions or parameter changes. The log files for the broken system controller which was removed from use captured controller clock corrupt messages. The date and time was re-set, as a result it could not be determined how long the pump may have been off. The log files showed the pump running after power was restored. The patient also experienced a low flow event where the calculated flow dropped to 0 on (B)(6) 2025. The log files captured low flow events on (B)(6) 2025 at 8:40:12. The calculated flow appears to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log files captured low flow estimates and sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated. During the low flow events, left ventricular assist device (lvad) motor instability errors were noted, which could be indicative of ingestion of thrombus. No low flow events occurred since (B)(6) 2025. The patient's adverse events had no determined cause but was deemed to have had high suspicion of the pump due to extended pump stop. The patient was continued to be monitored.